Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions: ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: health care professional instructions: if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported during injection one syringe of juvéderm voluma® xc had a needle disengagement. Patient contact was made. No injury to patient, staff, or injector was reported. The allergan packaged needle was used.